Event description:
A confirmed inflammatory mass was reported. The pt experienced numbness in her left leg and hip and spasms. The pump was not providing relief from symptoms. This progressed over time. The pump and catheter were explanted; the hcp was unable to explant the mass as it was attached to nerves and the spinal cord. The pt has continued to have side effects from the inflammatory mass including a numb left hip and leg and severe spasms that cause her to fall frequently. The pump was used to deliver morphine, hydromorphone, clonidine and baclofen. The pump had also been used with prialt and bupivicaine in the past. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.